Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve migration requiring intervention is a potential adverse event associated with transcatheter valve replacement. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging of leaflets can exert downward force during diastole, causing migration of the thv towards the left ventricle. Paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure.  Several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing the edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a native mitral valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event.  Investigation results suggest/indicate that the cause of the migration could not be determined. However, the mechanisms described above may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by a field clinical specialist, approximately 1 week post implantation of a 29 mm sapien 3 valve in the native mitral position via transseptal approach with a commander delivery system and esheath, the patient presented with paravalvular leak (pvl) and the valve appeared to have migrated. A second 29 mm sapien 3 valve was implanted to prevent further migration and resolve the pvl.